Manufacturer narrative:
To date, the incident sample has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that an unborn child died following an fra surgery for acardiac twin. There was no evidence of device failure. The patient had no uterine contraction nor abdominal pain and there was no bleeding. In the doctor's opinion, the cause of the unborn child's death is unknown.